Manufacturer narrative:
(B)(4). Date sent 1/23/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the name of the anatomic vessel that device was fired upon? Can more details be provided about the staple line malformed? Were any clips used in the surgical area? Were any unusual noises during the firing? On which firing did the event occur? What is the cleaning method used for the device? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open radical nephrectomy procedure that the staple line was malformed resulting in blood loss. Patient was given an unknown number of units of blood. A vascular surgeon was called in for vessel repair. Unknown if this repair was on the staple line. Patient status is currently unknown.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: during the a radical nephrectomy, the stapler device the automatic battery powered vascular load was used on the renal vein. After looking at the staple line it appeared the staples were frayed and not completely in line and a significant amount of bleeding from this occurred. No clips were used at all during the surgery. No unusual noises. The stapler was used on the renal artery without any issue. The firing on the vein was the problem per in-servicing, cleaning method is swish in basin of water/saline in between each firing. No rep was in the room during this so it is not known if this step was followed or not. Patient is alive.